Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and no issues were noted. Function testing was performed and no issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the connection of the transfer set and the minicap. The issue was observed during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.